Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient(pt) called back stating they just met with their medtronic representative(rep) today who said to overnight a new controller after they got done reprogramming the pt. The pt could not connect to the ins unless the rtm was plugged in. Pts rep noticed the controller charging port was loose as well and was not working. Pt said issues started probably a couple months ago. A replacement controller was sent out.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was that the patient (pt) noticed that the stimulator went off with a low battery probably about three days ago. Patient said that they just hadn't gotten around to charging the device. Pt said that they saw that the ins was at 40%, but they charged the ins back up to 100% anyway today. Patient then said that as soon as they finished recharging the ins today, they went to turn the ins on and they saw a message that said settings not available. Agent reviewed screen meaning with the pt. Pt said that the settings not available message just started appearing today. Pt said that they went between groups a, b and c, however they weren't feeling any stimulation even though the controller showed that the ins was on. Pt said that they couldn't connect to the ins using the controller alone as no device found would appear. Pt said that they had to use the recharger with the controller in order to connect to the ins. Pt said that this had been going on for a long time and that it was probably six to eight months ago that it st arted happening. Agent had the pt reset the controller during the call. Pt unlocked the controller and saw no device found, so agent had the pt use the recharger with the controller to connect to the ins; pt confirmed that communication was then successful. Pt saw the batteries screen with the controller at 50% and the ins at 100% with recharging excellent indicated. Pt saw settings not available after exiting out of the batteries screen. Agent had the pt press ok. Pt was on group c currently. The issues were not resolved. The patient was redirected to their healthcare provider to further address the issue.